Manufacturer narrative:
This complaint will be updated once investigation is complete. Trends will be evaluated.

Event description:
Per paper by amstutz, et al., bone joint j. 2017 jul;99-b (7):865-871: allegedly the female patient was revised for wear 130 months after primary. Patient was (B)(6) years of age at primary, with a primary indication of osteo-arthritis, a bmi of (B)(6), and a head size of 42mm. The authors reported that the serum cobalt ion levels were 33.6 ¿/l and the serum chromium ion levels were 47.8 ¿/l.